Event description:
Boston scientific received information that this atrial lead was surgically abandoned due to impedance measurements greater than 2,500 ohms. A new lead was implanted on the patient's right side due to access issues. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.